Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (patient¿s mother) regarding a patient who was previously receiving baclofen of unknown concentration at an unknown dose rate via an implantable pump for an unknown indication of use. It was reported that years ago the pump ran out and patient¿s body went totally stiff; she could not control it. It was described as having been awful. They had gone to the emergency room (ER) where they were going to give the patient oral baclofen, and it was further noted that the reporter screamed at them and said no you are not, you are going to fill her pump and eventually they did. The reporter further noted that she thought it was probably a different pump too, but the patient had ¿I don¿t know how many revisions¿. Refer to MFR report # 3007566237-2018-00745 regarding revisions. The patient had baclofen in the pump at the time; however, the caller did not know the dose or concentration nor who the doctor was at the time. Regarding the pump having ran out, the patient¿s body having went totally stiff, and the patient could not control it, it was noted as having occurred five years ago. The date (B)(6) 2013 is considered an approximate date of event (year known only). The patient¿s pump was currently administering baclofen with concentration of ¿2500 whatever it is¿ at a dose rate of ¿999.3 or something per day¿ for intractable spasticity. No further patient complications have been reported as a result of this event.